Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Video review of the provided videos is consistent with the complaint of unintuitive motion. There were distinct movements of the instrument, and it was moving inwards. The root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the monopolar curved scissors instrument was not following the surgeon's commands correctly. It would not rotate in the same direction as the surgeon commanded. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the instrument movements did not follow the surgeon¿s commands correctly. It did not rotate in the same direction as the surgeon¿s masters (the rotation appeared to be shifted by 90 degrees). There was no part of the instrument completely detached or separated from the body of the instrument. The instrument did not have intuitive movement (moved in an unintended or opposite way). There was no injury to the patient. No fragments fell inside the patient. The procedure was completed robotically as planned with no delay.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors instrument associated with this complaint and completed investigations. The instrument was found to have a broken roll gear. Visual inspection was performed and roll idler gear was found in several broken pieces between the distal and mid chassis. The instrument was unable to roll due to multiple broken pieces preventing the shaft from rotating properly. After removing the broken pieces, the instrument was able to rotate via shaft; however, unintuitive motion was observed due to the broken roll idler gear. Each input disk was manually articulated and responded accordingly except for the roll input. The release buttons were functional. There was no external damage to the snake wrist, housing and grip tips. Additionally, the instrument was found to have unintuitive motion. The instrument was tested on the in-house system and unintuitive motion was observed. Due to the broken roll gear, the instrument wrist was unable to roll properly, which contributed to the unintuitive motion. Moreover, the instrument was found to have scratch marks and abrasions on the tube adapter. During visual inspection, scratch marks and abrasion were observed on the tube adapter, located at the distal tip of the instrument. For clarification, the scratch marks and abrasions did not prevent the tip accessory from being installed onto the instrument.

Event description:
Refer to h11 for follow-up information.